Event description:
The following was reported to hamilton medical ag: summary: white display screen after start-up.

Manufacturer narrative:
Hamilton medical comes to the following conclusion: root cause:the display cable has been identified to be the faulty component. Correction: replacement of the defective component.